Event description:
A customer reported that the apex pro telemetry monitor was not recognizing a pt's telemetry rhythm. The leads and the telemetry box were subsequently changed. An hour later, the pt experienced a series of ventricular fibrillation events; however, the monitor allegedly did not alarm. The pt reportedly coded and died.

Manufacturer narrative:
Ge healthcare's evaluated the log files and graph strips provided by the customer. The telemetry system did not announce a vfib (ventricular fibrillation) at the time in question, which is consistent with the assertion by the customer. The cic (central station); however, did announce audible and visually a number of other clinical events including multiple pause and brady events. These were announced at a warning level at the cic and were sounded at 40% of the maximum volume of the system. There were no clinical operator interactions with the cic between 22:09:15 and 22:29:57. The next action performed was to silence the sounding cic around 22:40:33. The limited ECG data that was provided suggests that there was insufficient best amplitude to have allowed reliable detection of ventricular ectopic beats and, therefore, it is unlikely that the criteria for any of the device alarms involving ventricular runs (e.g., vtach, vt>2) were met. This, in addition to the presence of pacemaker artifact in the tracings suggests that the ECG (electrocardiogram) may have failed to meet the necessary criteria for the alarms available in the device. In the absence of ECG data from all available leads that were being processed by the device at the time of the reported event, it is not possible to conclusively assess arrhythmia algorithm performance or determine what specific arrhythmia interpretations might be expected from the system. The available data does not indicate any malfunction of the system.